Event description:
Patient (B)(6) reported being hospitalized around (B)(6) 2017 for a (unknown manufacturer) catheter repositioning due to having issues with the it. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).